Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak noted at the gripper cap. It was reported that during preparation of the clip delivery system (cds), while flushing the handle, a leak was noted at the gripper cap. The cap was tightened, but the leaking continued. It appeared that the plastic tubing over the gripper lines was twisted inside the gripper cap o-ring. An attempt was made to push the tubing back with a needle, but the leaking continued. The cds was not used in the anatomy, and was replaced. No additional information regarding this issue was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) was able to confirm the reported leak at the gripper lever cap. A review of the lot history record revealed no nonconformities related to the reported event. The complaint handling database was reviewed and there were no similar events for this lot. Root cause analysis concluded that the issue may be due to manufacturing. There is no indication of a shift in the performance of the device. Av will continue to trend the performance of these devices.